Event description:
During routine follow up, low lead impedance was observed. Fluoro showed svc coil was pinched. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received a partial lead, distal portion, was returned for analysis. External abrasions were found at 39.8cm - 43.8cm from the distal tip, consistent with friction to the ICD can. The rv, svc and re lumen were abraded at the same location. Internal abrasion at 24.3cm - 25.7cm from distal tip was noted however the coating was intact. The svc shock coil was crushed at 29.0cm - 29.5cm, c consistent with clavicular crush.